Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested for change in setting and remote fix was performed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several stations ran slow and caused delay in dispensing medication. A field service engineer (fse) dialed in and disabled the wireless fidelity (wi-fi) and bluetooth. Adjusted power settings to prevent the system from entering power-saving mode. Also, fse net basic input and output system (bios) was disabled, and the station was rebooted. Customer was able to access the medication successfully. Additionally, hospital information technology (it) team updated the speed in station. The system functioned as intended after the field service engineer troubleshot the device.